Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead is scheduled for replacement due to low impedance during a ventricular fibrillation (vf) episode, which resulted in delivery of ineffective therapy. However, subsequent additional therapy was successful. The ICD remains in use. No patient complications have been reported as a result of this event.